Event description:
The customer contacted stryker to report that their device's main keypad is inoperative and unresponsive. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker evaluated the customers device and was able to verify the reported issue. Stryker replaced the main keypad to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. Due to information not available section e1, initial reporter phone, was left blank.